Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to instability approximately 1 month after primary surgery. Surgeon explanted 36/+6 standard humeral cup and replaced it with a 36/+9 stability humeral cup and +9mm humeral spacer.